Event description:
Called to unit. Pt. Being manually ventilated and placed back on vent - respiratory observed. F10 2 and peep readouts were way off. Settings - tv 900, lmv 10, f10 2 set 80/delivered 21, peep +8/delivered +2cm. F10 2 self corrected out flow/ peep were still to low. No harm to pt. Vent changed.device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-mar-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, performance tests performed. Results of evaluation: none or unknown. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: no. Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.